Event description:
Additional information found on (B)(6) 2020, the patient had a pocket revision and anchor revision to address the issue. Therapy was restored.

Manufacturer narrative:
Correction: a4 should have been 175 lb rather than 200 lb.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30793, 1627487-2020-24105. It was reported the patient was experiencing pain at the ipg and anchor sites. The patient still has coverage with stimulation. Surgical intervention may take place to address the issue.